Manufacturer narrative:
The customer was provided with a replacement glidescope avl video baton 1-2, and the baton used in the procedure was returned to verathon for evaluation. A verathon technical service representative evaluated the returned video baton and was unable to duplicate the reported image issue. When the baton was connected to a test video monitor, it was found that the image produced was stable and clear with good color rendition. Since the customer received a replacement, the returned baton was scrapped. No further investigation is required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope avl video baton 1-2, the image would disappear after approximately thirty (30) seconds. The procedure was completed using a glidescope avl video baton 3-4; however, the delay time was not known. No harm to the patient or user was reported.